Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The arms on the device is embedded with cement. The device was manufactured in 2018 and shows signs of extensive use. For cleaning procedures please refer to smith and nephew¿s recommended cleaning methods given in our cleaning and sterilization brochure-¿instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedic devices¿, 74011711. The document is available from customer service or via the smith and nephew website, which suggests using a surgical scrub brush to remove visible debris. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery impactor was sticking and was unable to get implant separated from impactor. The implant was taken off the impactor and re applied it. It worked but the surgeon would like it replaced so it will not stick again. Less than 30 min delay. Patient was not injured. No back up was available. Instrument will be returned. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.